Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation; however the ECG data and event log were provided to assist in the investigation. 10 shocks were delivered during the event in question. ECG data does show periods where artifact was present, but never impacting the ability to deliver therapy. Analysis of reports of this type has not identified an increase in trend.